Event description:
It was reported by the patient that when they take their pulse they are seeing atrial fibrillation (af) and indicated that they don¿t know if the cardiac resynchronization therapy defibrillator (crt-d) is working correctly. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead (B)(6) 2015 unknown neuro lead implanted (B)(6) 2004 3708360 neuro extension implanted (B)(6) 2007 3888-45 lead x2 implanted (B)(6) 2012 3708240 neuro extension implanted (B)(6) 2012 97715 ipg implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not have a device check or in office visit. The patient reported ¿device not working correctly¿ cannot be confirmed by the following physician. It was indicated that the patient has history of af.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.